Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient was undergoing a pocket revision for an unspecified reason. Boston scientific technical services (ts) was consulted to discuss if the implantable cardioverter defibrillator (ICD) should be explanted during the procedure as it was part of an advisory. No advisory behavior had occurred. Ts noted that they could not advise the physician on explant if no advisory behavior had occurred and that the decision to explant would be a medical decision. It was further noted that the ICD was electively explanted. No additional adverse patient effects were reported.